Manufacturer narrative:
(B)(4). The mk6 gtam box, model #1140037, serial # (B)(4) and the tilt actuator, model #73464, serial # (B)(4) were returned for an evaluation. The chair was approximately 3 years old at time of incident. External inspection revealed heat damage to the connector. Internal inspection revealed heat damage. Overheating of the pcb and components in the area of the output fets occurred. This failure is covered under (B)(4). Design is viewed as (B)(4). The cables showed no signs of overheating. An (B)(4) was implemented that updated the software which changed motor control to eliminate regenerative motor currents from reversing and causing component damage. (B)(4) has been generated for this issue. Model tdxsp-cg, serial number (B)(4) is approximately 3 years and 4 months old. User manual part number 1143190 rev f (apr-08) was issued for this device. It is unknown if the consumer has fully read and understands the users manual. The following warning is provided on page 2: "wheelchair users: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." The consumer's medical condition, stability and medication regimen are unknown. The consumer's age is (B)(6), height is unknown and weight is (B)(6). It is unknown if the consumer is a smoker or is exposed to open flames, fireworks, candles, fireplaces, space heaters, etc. The following warning is provided on page 16: "avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result."

Event description:
Unit(s) allegedly melted. Consumer stated that they heard crackling. No injury is alleged.

Event description:
Unit(s) allegedly melted. Consumer stated that they heard crackling. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been generated for this issue. Model tdxsp-cg serial number (B)(4) is approximately 3 years and 4 months old. User manual part number 1143190 rev f (apr-08) was issued for this device. It is unknown if the consumer has fully read and understands the users manual. The following warning is provided on page 2: "wheelchair users: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." The consumer's medical condition, stability and medication regimen are unknown. The consumers age is (B)(6), height is unknown and weight is (B)(6). It is unknown if the consumer is a smoker or is exposed to open flames, fireworks, candles, fireplaces, space heaters, etc.. The following warning is provided on page 16: "avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result."